Manufacturer narrative:
H3 other text : device not received by the manufacturer

Event description:
A device was returned to a third party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.  During the evaluation of the device at third-party service center, the device was visually inspected and foam particles were observed inside the blower kit. Additionally the device was found to have upper enclosure damage and bottom enclosure damage.